Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct150 intraocular lens (iol) into the patient's eye, the capsular bag broke and a vitrectomy was required. Incision was enlarged and sutures were required. Patient is doing fine post op. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned iol was performed using microscope magnification and no anomalies were found. The reported complaint was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. All pertinent information available to abbott medical optics has been submitted.